Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics broken and bent. Dimensional verification was performed and the lens was found to be in specification. Refractive verification was performed but the lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only". H4: device manufacture date: 05-may-2023. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -05.00/+1.0/089 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The patient experienced a refractive surprise and the lens had excessive vaulting. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2024 with a shorter length lens. The problem was resolved. The patient is happy. Claim # (B)(4).